Event description:
It was reported that the patient with this pacemaker attempted a patient-initiated interrogation (pii) but was unsuccessful. It was noted that the patient experienced lightheadedness, dizziness, and pain at the site of implant. Technical services (ts) directed the patient to the clinic. The patient went to the clinic, and the physician discovered the device entered into safety mode. Ts noted that the patient no longer had atrial pacing due to safety mode paramaters, which was could likely be contributing to the patient's symptoms. The device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker attempted a patient-initiated interrogation (pii) but was unsuccessful. It was noted that the patient experienced lightheadedness, dizziness, and pain at the site of implant. Technical services (ts) directed the patient to the clinic. The patient went to the clinic, and the physician discovered the device entered into safety mode. Ts noted that the patient no longer had atrial pacing due to safety mode parameters, which was could likely be contributing to the patient's symptoms. The device was explanted and replaced. No additional adverse patient effects were reported. The device returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.